Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4).

Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during implantation. The lens was removed without patient injury. It is unknown if there was a product malfunction.